Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 272mg/dl. A system check was performed and the pump performed as intended; air bubbles were observed in the infusion tubing. An infusion tubing change was performed and insulin deliveries were successfully resumed. A correction bolus via the pump was delivered to address the bg level and the occlusion alarm did not reoccur.